Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 1.5 mmol/l, 8 mmol/l and 10.7 mmol/l within a ten minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter and test strips lot number 40088. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate high/inaccurate/low readings was not duplicated during testing.